Event description:
Customer reported that a patient presented with a wound dehiscence following c-section. The patient was returned to surgery for wound repair. At reoperation, the surgeon advised that the suture "broke in the midline."

Manufacturer narrative:
Conclusion - no cnclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be sumbitted accordingly.